Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming? No disposable, clamp tubing". Per reporter residual volume was: 75.9 ml, rate 2 ml.hr and 16.1 ml was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).